Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed and found that the customer was not feeling comfortable and requested a replacement of the insulin pump. The customer stated that her blood glucose went up to 600 mg/dl and she is on her way to the hospital. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.